Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by subclavian/axillary approach, two unsuccessful attempts were made trying to pass a 26mm sapien 3 ultra resilia valve past the access site. The access site was considered a low axillary or high brachial according to the vascular surgeon. Both attempts resulted in the valve exiting the esheath in the expandable area when it engaged the access point. The vessel was not allowing the valve to pass which resulted in the push catheter prolapsing out of the sheath with the valve. The whole device and sheath were removed as one unit both times. A small/mild vessel tear was noticeable after the second deployment attempt was removed, which was fixed by the vascular surgeon. A valve was not implanted. The patient was doing well.

Manufacturer narrative:
Updated sections h3 and h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: curvature was noted on the sheath shaft. The liner was expanded starting at the distal strain relief for approximately 5.75" in length; the remaining liner unexpanded and the distal tip was unopened. The crimped thv was stuck within the proximal sheath shaft at 0.75" from the distal strain relief. No liner puncture was observed. The associated commander delivery system/crimped thv was able to be advanced through sheath, leading to the following observations: the remaining liner was fully expanded, as designed. The distal tip was torn radially with hdpe stretching along the tear. All score lines were present, and there was soft tip damage. Device imagery was reviewed, and the following was observed: the liner appears expanded from the distal strain relief to mid shaft; the remaining liner appears unexpanded. A liner tear was unable to be visualized. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to the inability to advance through the sheath was confirmed via returned device evaluation/post-procedural imagery. Per the event description, "the vessel was not allowing the valve to pass," suggesting characteristics of the vessel (i.e. Size, calcification) could have presented a constrained passageway and increase resistance. However, due to no 3mensio report being provided, patient's anatomical characteristics were unable to be assessed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed through returned product evaluation. Available information suggests that variability in tip expansion likely contributed to the event. This event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by subclavian/axillary approach, two unsuccessful attempts were made trying to pass a 26mm sapien 3 ultra resilia valve past the access site. The access site was considered a low axillary or high brachial according to the vascular surgeon. Both attempts resulted in the valve exiting the esheath in the expandable area when it engaged the access point. The vessel was not allowing the valve to pass which resulted in the push catheter prolapsing out of the sheath with the valve. The whole device and sheath were removed as one unit both times. A small/mild vessel tear was noticeable after the second deployment attempt was removed, which was fixed by the vascular surgeon. A valve was not implanted. The patient was doing well. Pre-decontamination findings confirmed a distal tip torn. No liner puncture was confirmed.

Manufacturer narrative:
Updated sections b1-b2, b5, h1, and h6- type of investigation, device code, clinical code, and impact code. This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.